Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient was having trouble with the communicator because they cannot get the charging cord to plug into the port of the communicator. The patient stated that the charging cord was the right size and plug in but still wouldn't go in. They had been through 20 different ways and tried multiple charging cords but that didn't resolve the issue. The patient was thinking if there was damage inside the communicator, but when they checked the port, no visible damage was seen and the port looked aligned. The issue ha dbeen occurring for 2 weeks; within that time they've been able to get a little bit of charge from one of the cords, but they had to put 'books underneath'. The patient also said they would turn the communicator on and off very fast to save the battery. The agent sent a request to replace the communicator.